Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient¿s mother stated she did not know when reaction occurred or how it began, but it looked like cellulitis. Patient was prescribed antibiotics, however the date of medical intervention was not known. At the time of contact, it was indicated that the antibiotics had helped the patient and the skin reaction had cleared up. No additional event or patient information is available.